Event description:
The pt experienced a loss of therapeutic effect on the left side of his body after having a stroke and surgery for the stroke 1 year ago. The surgery involved a craniotomy; it is unk whether cautery was used. The pt maintained good stimulation control on his right side. Bipolar impedance of electrode combination 0-1 was less than 250 ohms, indicating a short circuit. Other impedance measurements were between 720 and 1600 ohms. Reprogramming was attempted. The pt did not experience any stimulation effects using different electrodes when the amplitude was greater than 5 volts. A head and neck x-ray was taken. The hcp determined that the extension needed to be replaced. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Result code = extension.